Event description:
Initial results for a pt calcium was 8.3 mg/dl. When repeating with new reagent, the result was 9.1 mg/dl. The incorrect results was not used to guide treatment. The feild service rep corrected the issue by decontaminating the nalyzer and by instructing the customer in using the correct calibrator setpoint.